Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was 93 mg/dl. The customer stated that the costometic damage was nog cause by a vehicular accident. The customer insulin pump had a crack on the pump screen and on the reservoir compartment. The customer's was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare instructions.